Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. The customer¿s blood glucose level was 585 mg/dl at time of incident and current blood glucose level was unknown. The customer¿s blood glucose level was 70 mg/dl. The customer was treated with pump and manual injection. It was reported that the ump was taking long time to delivery insulin. The insulin pump will not be returned for analysis.